Event description:
It was reported that during a low anterior resection procedure, an abnormal sound was heard and it had difficulty sealing. The doctor just felt that it was more difficult to seal than usual. And there were no bleeding. Another device was used to complete the case. There were no adverse consequences to the patient. Customer disposed of device.

Manufacturer narrative:
(B) (4). (B) (4). Information not available; device not returned for analysis.